Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, high, out of range pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced on (B)(6) 2016 with no complications. The patient tolerated the procedure well and will be followed normally.